Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with injection (inj) vancomycin, 2gm/5th day, inj tobramycin, 40mg in one bag, and inj reflin, 1gm in one bag. Dianeal therapy was ongoing. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.